Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifiers: (B)(6).

Event description:
It was reported that during pre-use inspection for a therapeutic laparoscopic cholecystectomy after the patient was administered general anesthesia, the video system center displayed scope communication error codes e216 and e226 and there was no image. When the videoscope was not connected, the color bars were displayed normally. When the camera was connected, one displayed e216 and the other displayed e226, and no endoscopic image appeared. One was completely black, and the other was colored but had lines through it and the image was not fully visible. It is unclear at this time which scope exhibited which error code/image issue. The connector on the main unit had also been wiped and dried. The user was advised by an olympus representative that if the problem was with the scope, an image should appear on one of them. Since neither displayed an image, it could be the video system center, so it was necessary to isolate the problem. Consequently, the procedure was postponed. There were no reports of further patient harm. Additional information has been requested but no further information was obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to field (g2) with information inadvertently left out, and to provide an update to field (h3). The device was evaluated by olympus, and the phenomenon was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.